Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Sc-1110-02 (sn 236793) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The patient was explanted because of excessive stimulation around the patient's stomach and rib area. The monitored stimulation found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the unbroken electrodes. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. However, the device exhibited excessive sleep current due to analog integrated circuit damage. The review of the patient profile suggested that this symptom had started about the time of the explant procedure. The root cause of the damage was unknown. Sc-8216-50 (sn (B)(4)) - device evaluation indicated that the lead passed photographic imaging test performed. The device lost integrity; its body was cut, and one of the electrode pads was broken off. The damage was considered as explant damage, and it was not considered a failure.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to too much stimulation on the stomach and ribs. Intra-operatively, the contact was dislodged and retrieved. The lead was replaced. The ipg was also replaced to accommodate all the leads. No device malfunction was suspected. The patient was doing well after the procedure.